Manufacturer narrative:
Investigation summary: bd received twelve (12) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The customer samples were evaluated by visual examination and the issue of foreign matter was observed both inside the blister pack and on the external packaging. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. A review of the device history record indicated a machine breakdown occurred related to blister seals however, the lot passed all in-process and final quality checks for lot release. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive manufacturing root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® blood transfer device that four (4) devices contained foreign matter inside the sterile blister pouch. There was no health impact or consequence reported.